Event description:
It was reported that the pump exhibited a broken battery compartment. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: one device was returned for analysis. Visual inspection showed a damaged downstream occlusion (dso) seal and battery compartment. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the damaged battery compartment. As a result, the dso seal and battery compartment were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.